Manufacturer narrative:
Company was notified of a removal surgery following swelling and discomfort in the foot 6 months after implantation. Subsequently, clinical signs resolved. An investigation was performed including internal analysis of records and the surgeon's feedback. There is no indication of a design, manufacturing, sterilization, or process issue affecting implant safety or effectiveness. There were no issues during the primary procedure. Removal surgery was performed 6 months post-op, at the request of the patient, and following disclosure of a suspected allergic reaction to synthetic bone materials in a past surgery (not disclosed prior to implantation). Implants in 1st ray were replaced. The investigation concluded that the root cause of the swelling could not be determined but is likely the outcome of patient related underlying conditions. Instruction for use lists an inflammatory response and an allergic reaction as potential adverse effects to implantation of foreign material. Because the company cannot rule out the possible contribution of the implants to the event, out of an abundance of caution and in the interest of compliance, this event is being reported. Company continues to monitor these events as part of post market activities. Additional reports relating to this event: # 3014554088-2022-00001/2/3/4 & 3014323288-2022-00001/2/4.

Event description:
Swelling and discomfort following implantation of 5 ossiofiber fixation implants in 1st ray & 2nd, 3rd, & 4th toes. The four devices used in the procedure were 3 ossiofiber hammertoe fixation systems and 1 ossiofiber trimmable fixation nail system (which includes 2 implants). Implants were removed 6 months post-op.